Manufacturer narrative:
Evaluation summary: impactors become damaged through repeated use due to impactions sustained while in use. Impactor heads should be replaced when the part is no longer functioning. Failure can be attributed to normal wear and tear. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the blue impaction pad was broken while impacting femur.